Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the xience v 3.5 x 18 mm stent was implanted in 2008. Five months later, the patient experienced chest pain. Two months later, a diagnostic coronary angiography was performed and the same lesion site (proximal lad) was revascularized via balloon angioplasty and implantation of another stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina, as noted in the xience v IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. Hospitalization is listed in the risk assessment as a no-fault post-procedure complication. Since there was no reported device malfunction, there doe not appear to be any indications of a stent delivery system (sds) quality issue. It is likely that the hospitalization was a secondary effect of the angina. A conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality issue.